Event description:
It was reported that the control iq software did not adjust insulin delivery as intended. There was no reported impact to the customers blood glucose level. The customer reverted to an alternate method of insulin therapy. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.